Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the 1st ems instrument had no staples. The 2nd ems had 3 staples fire out at the same time. Another instrument was used to complete the case. There was no consequence to the pt.